Event description:
Since being fitted for a diaphragm pt began to experience burning in the vaginal area. Pt developed a rash 1 week following the procedure. Pt states this burning was debilitating. The pt has learned that the physician's office used an enzymatic solution to clean the fitting diaphragm, followed by 70% alcohol, followed with cidex, then air dried. There is apparently no rinsing being done.